Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noticed his pain and incontinence had gotten terrible so the patient went to up the amplitude and saw the power on reset (por). The patient stated that the only thing he could think of was that he was at physical therapy earlier that week and they put a tens unit on his lower back from the surgery he had. The patient mentioned that they tried to program once but they called a manufacturing representative. The patient also stated that they had him drive in and found a book and programmed it but it didn't work. The patient noted that a week earlier he noticed that he had eaten something bad and that the device was not helping his symptoms because they were getting worse and worse. The patient reported that he can't function if not on a heating pad. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the power on reset (por) was thought to be either electro cautery during surgery with the device on or when the tens unit was used with the device on. The health care professional (hcp) stated that there was still some pain but frequency seemed to be better. The hcp also reported that re-bonding of the device and return to the prior programs resolved the por. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the circumstances that led to the power on reset (por) was that the program was erased during surgery and the manufacturer representative reprogrammed the device. The patient also mentioned that the pain and incontinence was getting better but not totally resolved yet. There were no symptoms or further complications reported or anticipated.